Event description:
It was reported that the patient presented to the clinic during remote follow-up. Upon review, the right ventricular lead exhibited increase in pacing impedance. The physician capped and replaced the lead on (B)(6) 2022. The patient was in stable condition throughout the procedure.